Manufacturer narrative:
(B)(4). The reported complaint for "system error 3 , pump/ valve controller error" is not able to be confirmed. The product was not returned for investigation. According to the event details, the pump assembly is planned to be replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that " system error 3, pump/ valve controller error ". Additional information states that the iab pump console was swapped to continue therapy. The patients current condition is reported as " is in good condition".

Event description:
It was reported that " system error 3 , pump/ valve controller error ". Additional information states that the iab pump console was swapped to continue therapy. The patients current condition is reported as " is in good condition".

Manufacturer narrative:
(B)(4)